Event description:
On 4/19/00 it was brought to importer's attention that an adverse reaction had occurred. Individual began using product approximately three weeks prior to the initial report. User developed red spots after using the glove a few days and eventually the spots became painful and began to bleed.